Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 lists potential adverse events, including bleeding, pericardial fluid collection, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the source of bleeding was the pericardium area in general with no specific points which was caused due to reoperation. The patient reportedly bled for several hours after operation which was not well drained. Eventually, the patient underwent a tamponade that restricted flow to the pump and therefore to the body. The patient was not well perfused at the time and was brain dead. Based on the surgeon's testimony, the death was not considered to be device related and the device operated as expected.

Event description:
It was reported that the patient passed away due to bleeding, tamponade. Whether the death was considered to be device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.